Event description:
It was further reported that the target lesion was 45 mm long and a vessel diameter of 3.0 mm. Upon removing the device as a unit, resistance was encountered and a part of the rotawire was trapped and remained at the branch of the distal left anterior descending (lad) artery. The patient¿s current condition was good.

Event description:
Same case as: 2134265-2014-06203. It was reported that guide wire tip detachment occurred. The 90% stenosed target lesion was located in a severely calcified and severely tortuous mid left anterior descending (lad) artery. An unspecified intravascular ultrasound (ivus) catheter was unable to cross the lesion, the physician elected to perform rotablation. After an unspecified guide wire crossed the lad main trunk, the wire was then replaced with a 330cm rotawire floppy. A 1.25mm rotalink¿ plus was advanced to treat the lesion. Ablation was performed two times for 30 seconds at 200,000rpm. Maximum rotational speed was downed by 6000 rpm and it was noted that the wire was trapped in the periphery. They tried to remove the system from the patient but failed, it was then noted that the tip of the wire had detached. The detached tip could not be remove so they elected to leave it inside the lesion and perform another ablation. The procedure was completed with another of the same device and deployment of an unspecified stent. No patient complications reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. The unit returned has the body kinked and distal end damage. The visual inspection was performed and the device returned cut at the most proximal section and fractured at the most distal section; moreover, the wire is kinked along the body. Moreover, two sections of the wire were not returned (the most proximal section and the most distal section (spring tip)). All the outer diameter (od) measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was 45 mm long and a vessel diameter of 3.0 mm. Upon removing the device as a unit, resistance was encountered and a part of the rotawire was trapped and remained at the branch of the distal left anterior descending (lad) artery. The patient's current condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).